Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were not linked and new orders were not crossing. A technical support specialist checked the health sight viewer (hsv) recently and informed that the issue was caused by their hospital active directory. The problem resolved over time. The tss confirmed that messages drained successfully and crossed over to pyxis. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server multiple stations are not linked to server and new orders was not crossing over pyxis. Stations are in critical override mode. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.